Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspection was performed on the returned device. The reported shaft separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported proximal shaft separation appears to be related to circumstances of the procedure and there is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the 3.0 x 12 mm trek rx balloon dilatation catheter was inserted without resistance into the guide catheter. Before the trek had exited out of the guide catheter, it was pulled back and the shaft separated outside the anatomy. The separated trek was easily removed by hand. Another same size trek rx was used to complete the procedure. There was no adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.